Event description:
It was reported that there was an underinfusion of medication through an unspecified access set. It was observed that an inadequate level of medication had been infused during therapy (in relation to the amount programmed on the unspecified pump). This event occurred during oxytocin infusion. To resolve this issue, the set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: upon additional information, there was no malfunction against the unspecified baxter set. This device was reported in error. Therefore, there is no malfunction or adverse event associated with this complaint.